Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure- 1472" and "internal comm failure- 1474" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated. Log review showed the device date reset to 2001, triggeering pm due alarm. Possible causes include excessive vibration, physical impact, or coin cell battery depleted. The coin cell battery was confirmed to be secure and measuring the appropriate voltage. Self check failure alarms were observed in the log suggesting internal communication was a factor. Functional stress testing and internal inspection identified no faults or cable connection discrepancies. The spm board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.